Event description:
It was reported that the lead was explanted and replaced due to externalized conductors.

Manufacturer narrative:
Only the distal portion of the lead was returned. Internal abrasions were found between 11.2cm and 13.8cm from the lead tip. The cables were externalized, but the inner lumen and the coating were intact. A suture sleeve impression was noted at 45.7cm from the lead tip. External abrasions were also noted in this area. The cables were visible, but the inner lumen and the etfe coating were intact. Normal coil continuity was noted for the returned d lead portion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.